Manufacturer narrative:
(B)(4) batch #u5au1t. . Investigation summary: the analysis found that one plee60a device was returned with no apparent damage with a gst60g reload loaded in the device. The reload was received fully fired. The manual override door was out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted. Once the device completed the firing sequence, the knife returned home as intended. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric sleeve, on the second firing, the blade would not retract back allowing the stapler to open. The doctor tried the reverse button and did hear the blade attempt to retract. However, he was still unable to open the jaws of the stapler. Manual override was utilized. There were no patient consequences.